Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issues during the coring process could not be confirmed as no product was returned for evaluation. Multiple attempts were made to obtain additional information from the customer; however, no further information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5 of the IFU, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the during the coring of the patient's left ventricular (lv) apex, the surgeon encountered a calcified, thin wall. It also took longer than usual to core the lv apex. As a result, a bovine patch was used to patch the lv site where the calcification was observed. The coring knife was disposed of and therefore not available for return.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.